Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a lost sensor alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that the transmitter is not programmed correctly. The customer was explained that the alarm may be caused by orientation. The customer was advised to relocate the transmitter or receiving device. The customer was advised to call back if the issue persists. No further information was provided